Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not able to turn on the stimulation. It was also noted that the placement of the ipg was uncomfortable. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.